Event description:
Approximately nine months post implantation while hospitalized for an unrelated event, the patient underwent a driveline splice procedure after damaging his driveline wires with a knife. The patient experienced numerous electrical fault alarms followed by a vad stop. The pump restarted on single stator but electrical fault alarms persisted. Heartware engineers arrived at the site the same day and visualized damage to multiple wires, the outer sheath, and inner lumen located approximately 10 cm from the strain relief. The splice procedure was performed using fs0011 rev02. The patient tolerated the pump off time without incident and the pump was able to restart on dual stators. The driveline has been returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The product was returned for analysis. The driveline wire damage was confirmed by heartware field service engineer, via photos provided, and by examination of returned unit. Vad stopped alarm was confirmed by analysis of controller log. The root cause of the vad stopped and electrical fault alarms is the driveline damage made by the user that caused a short circuit between the exposed wires. The service report provided by heartware field service engineer indicates that the problem was solved by performing driveline splice repair procedure fs0011 rev 02 and there was not adverse impact on patient. No additional information will be forthcoming.